Event description:
Suspected mp70 minitors in adult sicu may have capability to display o2 saturation numbers when probe not attached to pt. Biomed tested monitor in sucy. It's been necessary to rent stand alone nellcor units to monitor o2 sats of pt in all intensive care units on 2 campuses that are using phillips monitors.